Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the failure to open was determined to be due to tortuous anatomy as per the doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the middle section of the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid supraclinoid artery (ica) aneurysm with a max diameter of 30 mm and a 10 mm neck diameter. The landing zone was 2.9 mm distally and 3.9 mm proximally. It was noted the patient's vessel tortuosity was severe with a 360 degree cavernous bend. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was 270. The angiographic result post procedure was the same as prior. It was reported that as per operator, the device was taken until m1 and navigated well but despite trying many a times, the device did not open in the bend across the neck of aneurysm. There was failure to open in the middle section. The operator tried to open with multiple techniques but it did not open. The middle of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from patient. The pipeline was resheathed and removed with the microcatheter. The pipeline was used for an approved (on label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuon max sheath, cat 5 guide catheter, headway 27 microcatheter, phenom 27 microcatheter (lot 230455819), trxcess guidewire.

Manufacturer narrative:
Product analysis: as found condition: the pushwire was returned inside the outer carton, biohazard bag, and shipping box. There was no braid returned with the pushwire. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer report of "failure to open at the middle" was not confirmed, as the pushwire was returned without the braid. No damage was found with the pushwire. The customer reported that the vessel tortuosity was severe and the braid was deployed in the vessel bend. Therefore, the severe vessel tortuosity and deployment of the braid in the vessel bend may have contributed to the failure to open issue. Since the braid was not returned, any contribution of the braid to the reported issue could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.